Manufacturer narrative:
B3: unknown. E1: 07 86 90 80 44. Device evaluation: one device was received. A visual inspection found a damaged dso seal, damaged battery compartment, and scratched lens. During the functional testing, the customer reported issue was confirmed. The cause was found to be a defective dso sensor. The dso sensor was replaced along with the dso seal, battery compartment and lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue is "connector cassette out of order". There was unknown patient involvement and unknown patient harm/adverse event reported.